Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This october follow-up found rv lead impedance less than 150 ohms. The doctor suspected lead wear and decided to replace a new lead.